Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-may-2022 to 26- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device. Ribbon was burnt and experienced visible smoke. A field service engineer found that the drawer. Auxiliaries 1, 2.1 and 2.2 failed, some burnt marks on the back of drawer 2 aux and the solenoid. Was fused in place. Replaced the internal cable, matrix controller board, solenoid with plunger. And half height legacy pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the burn marks were found on the back of drawer 2 aux and the solenoid were fused in place. A field service engineer replaced the internal cable, matrix controller board, solenoid with plunger and half height legacy pyxibus controller board to resolve, no other thermal damage observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid.there were no adverse events or injuries reported based on this incident.